Event description:
During a review of the patient's programming history, a programming anomaly was observed. On (B)(6) 2008, the patient was initially interrogated and found to be at settings which are indicative of a faulted diagnostic test. It is unclear at this time, if or when the faulted test occurred. On (B)(6) 2005, the closest available prior date, diagnostics were not performed and the patient left at intended settings. Also, while the patient settings were indicative of a faulted diagnostic test, it appears that the patient was intentionally left at these settings based on the available programming history from dates following (B)(6) 2008.

Manufacturer narrative:
Analysis of programming history.